Event description:
It was reported that the patient was implanted on an unknown date in july 2012 with posterior lumbar fusion at l5-s1 using synthes click''x pedicle screws. The patient returned to the surgeon on an unknown date, complaining of back pain primarily on the left side, and left radicular pain in the left leg. The surgeon determined that the patient had a non-union at the l5-s1 level and needed a decompression at the l4-l5 level. On (B)(6) 2013 the surgeon performed anterior lumbar interbody fusion at l5-s1 using a competitive device (ldr-roi). He then positioned the patient prone and performed a revision. He removed all the synthes click''x pedicle screws. Hardware was easily removed as the screws were loose in the bone due to the non-union. He instrumented the patient with depuy spine expedium from l4-s1. The rods were connected and the surgery was completed successfully. This is report 12 of 13 for complaint (B)(4).

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Implant date: unknown date in (B)(6) 2012. Device was used for treatment, not diagnosis. Placeholder.